Manufacturer narrative:
Na

Event description:
During the t2 femoral nail surgery, when the package of guide wire was opened, it was found that the guide wire was bent. The surgeon changed the guide wire to another new guide wire and the procedure was completed without problem.